Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the fill estimate was inaccurate. In addition, it was reported that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. The customer's blood glucose level ranged between 160-250 mg/dl. Customer loaded a new cartridge and continued using the pump for insulin therapy.